Event description:
Healthcare professional reported right side exchange due to patient's concern with the device and rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Rupture: observed, an opening in the posterior side assessed, as unidentified tear opening and (the thickness within specification). And missing piece of the shell assessed, as to inconclusive. Additional observations: red particles observed, in the device. Crease fold observed, in the device.

Event description:
Healthcare professional reported, right side exchange, due to patient's concern with the device. And rupture. The device has been explanted.